Event description:
This is report 3 of 3 for the same event. It was reported that during a cochlear implant surgical procedure, it was observed that the foot pedal on the foot control device would not "go in reverse or forward." According to the report, the foot control device was in use with a console device at the time of the reported event. There were two foot pedals reported with the event. The sequence of events was unknown to the reporter. There was a five minute delay to the surgical procedure as a result. An identical spare foot control device and console device were available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device was altered and used noncomforming components . Evidence indicates this was due to misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.